Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the procedure was prompted because the device was an old system. No malfunction were reported as associated to the explanted ipp. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.